Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device not switching on. Due to a no power condition. No patient involvement reported.